Event description:
It was reported that right ventricular lead was capped and replaced. On follow-up, it was determined that lead was replaced due to high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.